Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of OEM biocomposites.

Event description:
It was reported that the screw broke during the procedure and half of the screw remained in the patient.

Manufacturer narrative:
Alleged failure: screw broken, half remained in patient. According to biocomposites: customer complaint: when implementing the supply it fractured, leaving the half of the screw inserted into the patient. No damage to the patient but another biosteon screw had to be placed. Warnings and precautions, including prevention of screw breakage are stated in the instructions for use. No medical intervention was required. Surgery was completed successfully. Investigation findings are: screw broke due to technique used. The suspected root causes are : user method/ techniques used. The corrective action : surgery was completed successfully. The preventive action : no preventative actions planned. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the screw broke during the procedure and half of the screw remained in the patient.